Event description:
It was reported that the surgeon opened the cup and looked at the screw holes and had metal shavings in the holes. Doctor stated not useable and used another cup.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The device was received with the carton and the outer blister without the lid. Metal burrs were noted on the inner diameters of the screw holes and in the threaded top hole. The event was confirmed and the device was determined to be nonconforming. Nc was issued for the metal burrs on the inner diameters of the screw holes.

Event description:
It was reported that the surgeon opened the cup and looked at the screw holes and had metal shavings in the holes. Doctor stated not useable and used another cup.